Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely the result of excessive force when inserting the anchor.

Event description:
It was reported that patient underwent a rotator cuff procedure on (B)(6) 2015. During the procedure, when the surgeon went to insert the anchor, the tip of the anchor fractured. Another anchor was used to complete the procedure. The patient retained the tip of the anchor as it was not possible to retrieve it.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."